Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited lead fracture. The leads were capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5184106. Pt code: 1924. Device code: 1260.